Manufacturer narrative:
Summary of analysis: the observed no output was the result of low module voltage due to a malfunction in the pacer power source, bt1. This report is late due to an administrative error.

Event description:
The rptr indicated that during a follow-up check on 1/9/98, no anomaly was observed. Then, the pt became symptomatic and was taken to hosp on 1/27/98, and the device was found to have no output.